Manufacturer narrative:
Article citation: a. Fricke, j. A. Wagner, j. Kricheldorff, c. Rancsó & u. Von fritschen (2019) microbial detection in seroma fluid preceding the diagnosis of breast implant-associated anaplastic large cell lymphoma: a case report and review of the literature, case reports in plastic surgery and hand surgery, 6:1, 116-120, doi: 10.1080/23320885.2019.1593846. The events of "lymphoma-alcl, infection, and seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "infection, seroma, and lymphoma-alcl."

Event description:
In journal article: ¿microbial detection in seroma fluid preceding the diagnosis of breast implant-associated anaplastic large cell lymphoma: a case report and review of the literature.¿ the following information was reported. Patient presented with swelling of the left breast. Sonographically-guided sterile puncture of the late-onset seroma of the left breast was carried out several times. Since microbiological analysis of the seroma fluid detected the growth of staphylococcus epidermidis, implant-related infection of the breast was suspected and oral antibiotic treatment was initiated. Swelling initially subsided, but recurred several months later. Immunohistochemical analysis of the seroma fluid was performed, revealing cd30 ¿ positivity. The histopathological analysis including immunohistochemistry showed a fibrinous exudate containing cd30 positive and alk negative tumour cells on the inner surface of the capsule.., thus confirming the diagnosis of an in situ bia-alcl. The device has been explanted. This record relates to the left side.